Manufacturer narrative:
On 06/01/18, it was reported to mentor that the device history record (DHR) of lot number 5640945 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. In addition, the date of explantation was (B)(6) 2018. In addition, the patient¿s race is caucasian. The patient experienced bilateral intra capsular implant rupture. As a result, the patient had undergone re-insertion of saline breast implant of unknown type on the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/02/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 175cc, lot number 7542255, serial number (B)(4) on the left breast implant. The right breast implant was not replaced and was removed. Both implants were ruptured. The left implant was torn upon removal. In addition, the date problem observed was (B)(6) 2018. In addition, the original left and right implants volume was filled to 200cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel becker smooth 300cc, serial number (B)(4), lot number 5617600. (B)(4).

Event description:
It was reported that a (B)(6) -year-old patient underwent a breast augmentation primary with gel becker smooth 300cc breast implants and experienced bilateral capsular contractures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/22/2018, mentor completed the investigation on the suspect medical device. The device contained gel with clear appearance, upon receipt by mentor. Red and white material were observed within the device. Gel was observed on the shell surface. During visual examination, the product evaluation (pe) team observed the inner shell severely rented. In addition, pe identified creases, two rents and an area of missing material on the outer shell. The creases were observed on the anterior view extending to the posterior; rent a measuring approximately 0.6 cm and rent b measuring 2.2 cm were observed on the anterior view; and the area of missing material measuring 1.7 x 0.6 cm was discovered also on the anterior view. Microscopic examination of the rent a edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rents, creases and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the inner shell was found severely rented. In addition, two rents and an area of missing material were found on the outer shell of the device. Microscopic examination revealed parallel striations on the edges of the rent a. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point it is not possible to determine the origin of the red and white material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. According to the information provided, pe concluded the capsular contracture in the patient breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).